Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3093-28, lot# v268626, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Follow up information reported that intra-operatively with the patient under mac anesthesia sensory response could not be obtained. It was noted that the high impedances did not resolve as the physician stated that the impedances had shown this for a while and that the patient had been getting great success with symptoms with no pain. The cause of the high impedances was not determined and no lead fractures were noted. The patient was reported as receiving effective therapy with no pain or irritation noted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that impedances of >4000 ohms were measured on the implantable neurostimulator (ins) during the replacement procedure (previous ins was completely dead). The ins was in the pocket when the measurements were taken. It was noted that there were no issues previously and that the lead was working properly. The patient had no accidents or falls associated with the issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.